Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer could not be opened but was able to confirm the lower display hinge plate was missing screws. Analysis also noted that the stylus was out of electrical specification and the power cord bay was broken. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not be opened. A request to repair the latch was noted. The programmer was returned for service and subsequently tested out of specification. No patient complications have been reported as a result of this event.